Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure (batch no. 919038, 1253095) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atypical squamous cells of undetermined significance on (B)(6) 2011, human papilloma virus infection on (B)(6) 2011, cesarean section on (B)(6) 2012, uterine dilation and curettage on (B)(6) 2011 and colposcopy on (B)(6) 2011. Previously administered products included for an unreported indication: contraceptive pill from (B)(6) 2010 and depo provera from 2008 to (B)(6) 2010. Concurrent conditions included body mass index normal, anxiety and kidney stone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), naproxen and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage and weight increased had resolved and the menstrual disorder, abdominal pain, abdominal pain lower, weight fluctuation and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one fallopian tube was not occluded; on (B)(6) 2012: confirmed bilateral occlusion of fallopian tubes. On (B)(6) 2011, atypical squamous cells of undetermined significance (ascus) on papanicolaou smear of cervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received- a new lot number and a new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure (batch no. 919038, 1253095-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atypical squamous cells of undetermined significance on (B)(6) 2011, human papilloma virus infection on (B)(6) 2011, cesarean section on (B)(6) 2012, uterine dilation and curettage on (B)(6) 2011 and colposcopy on (B)(6) 2011. Previously administered products included for an unreported indication: contraceptive pill from (B)(6) 2010 to (B)(6) 2010 and depo provera from 2008 to 1-jan-2010. Concurrent conditions included body mass index normal, anxiety and kidney stone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), naproxen and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage and weight increased had resolved and the menstrual disorder, abdominal pain, abdominal pain lower, weight fluctuation and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one fallopian tube was not occluded; on 1-aug-2012: confirmed bilateral occlusion of fallopian tubes. On (B)(6) 2011, atypical squamous cells of undetermined significance (ascus) on papanicolaou smear of cervix. Lot number 1253095 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atypical squamous cells of undetermined significance on 15-mar-2011, human papilloma virus infection on (B)(6) 2011, cesarean section on 6-feb-2012, uterine dilation and curettage on (B)(6) 2011 and colposcopy on (B)(6) 2011. Previously administered products included for an unreported indication: contraceptive pill from (B)(6) 2010 and depo provera from 2008 to (B)(6) 2010. Concurrent conditions included body mass index normal, anxiety and kidney stone since (B)(6), 2014. On (B)(6), -2012, the patient had essure inserted. On (B)(6), 2012, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), naproxen and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6), -2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage and weight increased had resolved and the menstrual disorder, abdominal pain, abdominal pain lower, weight fluctuation and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on 12-jun-2012: one fallopian tube was not occluded; on 1-aug-2012: confirmed bilateral occlusion of fallopian tubes on 15-mar-2011, atypical squamous cells of undetermined significance (ascus) on papanicolaou smear of cervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6), 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atypical squamous cells of undetermined significance on (B)(6) 2011, human papilloma virus infection on (B)(6) 2011, cesarean section on (B)(6) 2012, uterine dilation and curettage on (B)(6) 2011 and colposcopy on (B)(6) 2011. Previously administered products included for an unreported indication: contraceptive pill from (B)(6) 2010 and depo provera from 2008 to (B)(6) 2010. Concurrent conditions included body mass index normal, anxiety and kidney stone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), naproxen and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage and weight increased had resolved and the menstrual disorder, abdominal pain, abdominal pain lower, weight fluctuation and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one fallopian tube was not occluded; on (B)(6) 2012: confirmed bilateral occlusion of fallopian tubes on (B)(6) 2011, atypical squamous cells of undetermined significance (ascus) on papanicolaou smear of cervix. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received: reporter information, outcome for the events menorrhagia, dysmenorrhoea, weight increased, fatigue and vaginal haemorrhage updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure (batch no. 919038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included atypical squamous cells of undetermined significance on (B)(6) 2011, human papilloma virus infection on (B)(6) 2011, cesarean section on (B)(6) 2012, uterine dilation and curettage on (B)(6) 2011 and colposcopy on (B)(6) 2011. Previously administered products included for an unreported indication: contraceptive pill from (B)(6) 2010 and depo provera from 2008 to (B)(6) 2010. Concurrent conditions included body mass index normal, anxiety and kidney stone since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses, abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and weight fluctuation ("weight fluctuation"). The patient was treated with ibuprofen (motrin), ibuprofen (advil), naproxen and surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, abdominal pain lower, fatigue, weight fluctuation, vaginal haemorrhage, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: one fallopian tube was not occluded; on (B)(6) 2012: confirmed bilateral occlusion of fallopian tubes. On (B)(6) 2011, atypical squamous cells of undetermined significance (ascus) on papanicolaou smear of cervix. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received: reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication, concomitant disease, treatment medications, new events vaginal haemorrhage, weight increased and weight decreased added. Outcome for the event pelvic pain added as resolved. On 27-feb-2018: processed with follow up number 1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe and abnormal menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, abdominal pain lower, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: one fallopian tube was not occluded; in(B)(6) 2012: confirmed bilateral occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.